Manufacturer narrative:
(B)(4).

Event description:
On 2016-06-28, additional information was received from an attorney regarding a patient who was alleged to have been injured due to the device system's failure to deliver medications as prescribed, which required removal of the defective device; the nature of the personal injuries was not specified. Medical history and concomitant medications were not reported. The unspecified injuries were reported to have occurred "within the past several years"; as of the letter dated 2016-06-21, which was received by the manufacturer on 2016-06-28. It was reported that wrongful death resulted in "some instances," but it was not specified if the patient in this event actually died. The reportedly defective device system caused the patient and their family personal and economic injuries including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove the device.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had lost ¿quite a bit¿ of weight and the pump was moving ¿a lot¿. Since the patient got up on the morning of the report date, ¿it has been a burning sensation that is intensifying¿. It was reported it was ¿almost like electrical shocks that is burning and is getting worse over the day¿. It was reported, the patient had gotten shocked before over the years, the previous shocking reports pertain to different events, and it was noted, she had consistent burning. The patient ¿didn¿t know how to explain it¿. It was then however reported, the patient had been having the issue since the morning of the report date and had been ¿fine prior to this as far as anything goes¿. The patient was concerned about the device system catching on fire ¿or something¿ inside of her. The patient¿s symptoms were occurring over the pump location. The device system was used to deliver bupivacaine and morphine. Additional information has been requested, but was not available as of the date of this report.